Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, external fracture and leak noted at zero measurement on the PICC when district nurse was carrying out weekly PICC care. PICC was inserted for delivery of chemotherapy due to regimen, dwell time was 79 days. The PICC was removed and a new referral for PICC required. There was no patient harm. No other information was provided.